Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had possibly micro-perforated the right ventricular wall. A revision procedure took place and the physician unscrewed the lead to try and reposition it, however the helix would not extend. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area prohibiting helix function. There were no anomalies noted at the lead tip.